Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the burr of one (1) real intelligence robotic drill inserted properly and was able to successfully calibrate and retract. When going to distal cut, the burr disengaged the handpiece and fell out onto the sterile field. Nothing fell inside the surgical wound or inside the patient. When the burr was reinserted and recalibrated, the burr was sitting up approximately 2mm. They completed the case and then tested the drill, which passed the kpc test. The procedure was resumed, after a non-significant delay, using the same device. No further complications were reported.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. Kpc/tka testing could not be performed to due to the drill not connecting to a bur. The housing, motors, and carriage were removed. Continuity, exposure motor pins, and thermistor were tested and passed. The internal components of the carriage had corrosion in the nose piece. The bearing that sits inside the housing underneath the exposure motor had corrosion present as well. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a component failure due to corrosion inside the internal components. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.